Manufacturer narrative:
System was used for treatment. Kit lot e323 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories alarm #17: return pressure, protocol: assembly or operation, clot observed and discrepant information and no trend was detected for either of these categories. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. However, per complaint's description, the most likely cause for the clot observed in the return line was the error when spiking the anticoagulant and saline bags. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer reported they aborted treatment related to clotting observed in the return line. During procedure, it was noted that the collect pressure was not registering. Air noted in the collect line prior to getting to air detectors. No air detected alarms. Collect rate lowered to 30-35ml/min and air resolved. Treatment proceeded without issue until return pressure alarms suddenly occurred at 1550ml processed. Line flushed without resolution. Line was disconnected from patient to do saline flush. Long blood clot observed in the return line. It was then noted that the saline spike was in the anticoagulant (acda) bag, and the anticoagulant spike was in the saline bag. Treatment was aborted. Patient was reported as stable. Customer will not return product for evaluation.